Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as item numbers and lot numbers are unknown. A review of the complaint database could not be performed as item numbers and lot numbers are unknown. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2021-00171-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product location unknown.

Event description:
It was reported that a patient underwent an initial right side implantation on an unknown date in 2013 with varus gonarthrosis. Subsequently a revision of the sled (tibial) prosthesis was performed on an unknown date removal of several free joint bodies, inlay (bearing) change to 1mm higher.

Manufacturer narrative:
(B)(4). Initial report. Report source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. Medical product: unk oxford tibial, catalog #: unk, lot #: unk. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2021-00171 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right side implantation on an unknown date in 2013 with varus gonarthrosis. Subsequently a revision of the sled (tibial) prosthesis was performed on an unknown date removal of several free joint bodies, inlay (bearing) change to 1mm higher.